Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is there is no confirmation for the return reason of battery connection defect. Zeolite is found contaminated, which is possibly caused when it absorbs the moisture. Compressors is found noisy, which possibly caused due to bad housing bearing and damaged seals.

Event description:
It was reported that the patient's device was shutting down by itself, despite both of the patient's batteries still having charges left. The check battery error message was noted. As a result, the patient had no oxygen. A replacement device has been shipped to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.